Manufacturer narrative:
The customer's report that the stopcock was leaking at the connection was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed at the connection between the second female luer and the second syringe. Functional testing observed an occlusion at the male luer outlet port of the stopcock. Closer inspection observed the occlusion in the fluid path between the male luer spin collar and the base of the stopcock the root cause of the leak was identified as an occlusion at the male luer port of model 394910. The root cause of the occlusion was not identified.

Event description:
It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.

Event description:
It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.

Manufacturer narrative:
Correction: initial reporter health professional, occupation, date rec¿d by MFR.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.